Event description:
Boston scientific received information that after the implant of this right ventricular (rv) lead, it was discovered that the patient had suffered a perforation, and they required a pericardial centesis. The lead was originally placed in the rv apex, but as there was no capture, it was repositioned. The physician believed the perforation occurred with the initial placement. One day after the implant, the patient was stable.